Event description:
It was reported to philips that the system failed to x-ray. The system was in clinical use. The patient was moved to a different room in order to complete the case, there was no reported patient or user harm. A philips field service engineer (fse) visited the site and replaced the hard disks which returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that unable to use the x-ray while patient was on the table. Review of the system log file showed that free space on the disk was low. Fse replaced the hard disk. After replacement of the hard disk the system was returned to use in good working order. The codes were updated based on the investigation outcome.